Event description:
My surgeon fitted me (incorrectly) with one of your telescoping transition knee braces after patella surgery. On the night of the surgery, the brace failed. The flimsy plastic buckle connection broke; the bottom extension became unlocked; and the top of the brace metal bar bent out many inches. The result was excruciating pain to me, and my wound opened as a result. This brace also has many sharp edges and contact points that cut my other leg and ripped my bed sheets. It is nothing more than an extremely dangerous product. I am not extremely overweight nor did I do anything in violation of the surgeon's discharge orders. The product was simply defective. I have it in my possession and will not leave my possession until some kind of compensation for my extreme pain and suffering caused by the failure of the brace is resolved.

Manufacturer narrative:
Investigation findings: the complaint sample was not returned. Without a sample it is difficult to determine what type of error, if any, occurred. I have attached vendor's inspection information about this product/series. It details all areas of brace inspection from overall appearance to lock functionality for each kb unit. Correction: none required. Root cause analysis: unable to determine, lack of sample. Corrective action and/or systemic correction action taken: no issues found in house, no sample returned. If the sample is returned, this call will be updated. Preventive action: no issues found in house, no sample returned. If the sample is returned, this call will be updated.